Manufacturer narrative:
The device was not returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during dwell. The patient was connected at the time of the alarm. There was a solution leakage resulting in the se220, and because of that the patient disconnected the solution from the device. They reconnected the solution bag to continue therapy. The renal therapy service agent (rtsa) assisted in cycling the power on the homechoice and the device turned to initial. During troubleshooting, it was found that there was a loose connection to one of the solution bags. The rtsa informed them about therapy principles and ended the therapy. The patient will perform a manual exchange. There was no patient injury or medical intervention associated with this event. No additional information is available.